Event description:
The initial reporter advised shiley that a pt with a bjork-shiley spherical disc aortic heart valve was scheduled for valve replacement surgery due to "aortic valve insufficiency [and] regurgitation." Upon follow-up, the surgeon's office reported that the pt had presented with symptoms of shortness of breath and fatigue, and the surgical diagnosis was aortic stenosis. Subsequently, the surgeon's office contacted shiley to report that the surgery had been cancelled per the request of the pt. According to the surgeon's office, the pt was planning to return home, out of state, and follow-up with pt's own cardiologist.